Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty loading the filter was not able to be confirmed due to the damages noted. The dc pod damage/separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the filter could not be loaded into the delivery catheter pod with the torque device. It was observed the delivery catheter tip fractured. Another same size device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.